Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned.